Event description:
Revive used with loose proximal section supported with cables; scrub tech assembled implant (surgeon did not assemble); believed that inserter was used for both tigthening steps; unsure of how tight the screws were locked. Issue notice 2 wks post op.patient has not been revised.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revive used with loose proximal section supported with cables; scrub tech assembled implant (surgeon did not assemble); believed that inserter was used for both tightening steps; unsure of how tight the screws were locked. Issue notice 2 wks post op. Patient has not been revised.